Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "on (B)(6) 2025, during surgery in operating room 7 (obstetrics & gynecology), the xenon lamp of the endoscopic led cold light source failed to turn on when the activation button on the display was pressed. After repeated attempts, the lamp lit up but automatically switched to standby after one hour of use without operation, and could not be restarted. Another unit was promptly substituted to continue the procedure". No negative impact in state of health reported.